Event description:
It was reported that the device did not have secondary option available when programming an infusion. The customer stated that magnesium, sodium phosphate, and tylenol were infusing as primary at the time of the event. There was patient involvement but no harm. No further information was provided.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint about the device not having a secondary option when programming an infusion was confirmed, investigated, and replicated. Thorough laboratory testing performed on the suspect point of care unit found the pcu performing with no errors or malfunctions. During laboratory testing, the description of the complaint was confirmed. The drugs magnesium, sodium phosphate, and tylenol are not available as secondary infusion options as they are found in the ¿guardrails drugs¿ option in the infusion menu. The correct way to administer a secondary infusion is to choose the ¿guardrails IV fluids¿ option (number two) or the ¿basic infusion¿ option (number three) from the infusion menu. In the bd alaris v12.1 user manual it indicates the correct way to program a secondary infusion. A full preventive maintenance task was performed on the suspect pcu utilizing the alaris maintenance (asm) software version 9.8.1. The dates recorded on the suspect device pcu event logs were from march 25, 2024, until september 30, 2024, and during these dates no infusion programming was observed. A review of the pcu error logs showed no records associated with the reported incident. During external inspection, it was observed that the front case of suspect pcu s/n (B)(6) belonged to a third-party part from an unknown manufacturer. Bd recommends the use of bd manufactured parts in the safe and effective operation and maintenance of the alaris system. Bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. Bd strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect point of care unit module s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Concomitant pca s/n: (B)(6) (w/o: (B)(4)). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files (B)(4) for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Concomitant pump module s/n: (B)(6) (w/o: (B)(4)). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files (B)(4) for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause was attributed to use error. The alaris system does not allow secondary infusions to be scheduled when the primary infusion is a "guardrails drugs". The alaris system user manual v12.1 states that in order to pre-populate infusion parameters for a secondary infusion, a primary fluid that supports a secondary must already be programmed or infusing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.